Event description:
The customer contacted stryker to report that their device does not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. Stryker determined that the power pcb was the cause of the reported issue. After replacing the power pcb and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.